Event description:
Alleged the brake pedal migrates out of the locked brake position.

Manufacturer narrative:
Replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism, and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.